Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: tibial bearing cruciate retaining (cr) 71/75 mm width 10mm thickness: catalog#ve183440, lot#64396956; biomet ilok pri tib tray 71mm: catalog#141213, lot#808980; biomet finned pri stem 40mm: catalog#141314, lot#343790; series a pat std 31 3 peg: catalog#184764, lot#539210. An additional MDR report has been filed for this event, please see associated report: 0001825034-2023-02619. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). D10: medical product: unknown vanguard 10mm cr articular surface: catalog#ni, lot#ni; unknown vanguard size 71 tibial component: catalog#ni, lot#ni;unknown 8mm patella component: catalog#ni, lot#ni. Multiple MDR reports have been filed for this event, please see associated reports: 0001825034-2023-02421; 0001825034-2023-02422. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent initial right total knee arthroplasty. The patient did well until nearly a year later when the patient began to experience pain, instability, audible clicking, and limited flexion due to arthrofibrosis. Metal allergy testing confirmed a reactivity to nickel. The surgeon attributed the patient¿s instability to nickel within the titanium components. Subsequently, one year post-implantation, the patient underwent open incisional biopsy followed by radical debridement and a revision of all tibial and femoral components. A competitor system was implanted and the original patella was retained. Due diligence is in progress for this event; to date no further information has been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: x-rays reveal good fit of the prosthesis, knee stable without effusion, patient tripped bruising both knees, patient reports having trouble sleeping with pain radiating down the side of her knee and uses a cane for ambulation, mildly reactive to aluminum, chromium, iron and reactive to nickel, patient injured a disc in her spine when they fell, knee soreness with stiffness from favoring one side while walking, instability on valgus varus, clicking, flexion limited to 90 degrees, arthrofibrosis. A definitive root cause cannot be determined. However, the reported product contains the alleged allergen and could be a possible cause. The complaint is confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.